Event description:
It was reported, that: when inspecting the inner cone of the ceramic femoral head immediately after unpacking before implantation, a small blackish particle is discovered in the area of the inner cone. No patient involvement.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: visual inspection confirmed what appeared to be inclusion or damage (described as a black spec) in the internal taper. A review of the manufacturing history record confirms that the device was manufactured, processed and verified in line with the specification & quality characteristics as defined by zimmer biomet. The DHR review did not identify any discrepancies, deviations or non-conformances that could have contributed to the reported event. The device is used for treatment. The complaint history review for 650-0836 did not identify any previous complaints with a similar complaint category for this item number. Medical records are not applicable for this investigation as there was no patient involvement in the reported event. The product was returned to the supplier ((B)(4)) for review and investigation. The final report identified the non-conformance as a black dot which is classified as being a visual defect which has no impact on product functionality. However, the inspection specification states that any black dots exceeding a diameter of 0.15mm or product with more than two black dots is deemed to be non-conforming. The root cause is deemed to be a failure in supplier quality controls which failed to identify and hold non-conforming products which were then released to zb. The scar was initiated by winterthur to (B)(4). Product returned to supplier ((B)(4)) for investigation. The scar owner is (B)(4). If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be tendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that: when inspecting the inner cone of the ceramic femoral head immediately after unpacking before implantation, a small blackish particle is discovered in the area of the inner cone. No patient involvement.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.